Event description:
On (B)(6) 2013, patient reported the down button on the infusion device works intermittently. He inserted a new battery, but this did not resolve the issue. The key-lock feature is not activated, and the button is not flat. The button sometimes works if pressed hard. He has used this infusion device since 2007. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connections of the up/down flex print are interrupted.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.